Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set up the 980 ventilator failed power on self-test (post) and generated an inoperable error message. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and could not duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed